Event description:
Facility reports a tech had gotten renalin splashed in their eye while in the process of testing a dialyzer for the presence of renalin. Tech went to ER, was treated and released the same day. Tech doing fine with no ill effects reported.